Event description:
Two lesions were treated approx 19 months ago. One endeavor stent was implanted to the distal lad and an unk manufacturer's bare metal stent was implanted to the mid lad. Six months post implant, the pt was admitted with 4-day history of chest pain and was diagnosed with nstemi troponin 0.16. An angio showed lad severe critical instent restenosis of the proximal stent, with severe restenosis of the distal stent and severe disease proximally. The investigator reported that the pt had thrombosis and an associated non q-wave mi on the same day of the angiogram. Five days later, a repeat revascularization was performed as a result. The pt was asymptomatic at the 12 month review.

Manufacturer narrative:
Lack of info.